Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. It was reported that the infusion device delivered half the cartridge within one night. The patient experienced low blood glucose symptoms of feeling dizzy. The patient received a blood glucose result of 38 mg/dl and was able to self-treat with apple juice. No adverse event was reported. The infusion device was requested to be returned for product evaluation.